Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced vomiting. The cgm reading was 169 mg/dl, and the blood glucose reading was 600 mg/dl. The patient decided to call an ambulance. When a fingerstick was taken by the paramedics the blood glucose reading was 600 mg/dl. No cgm reading was reported from that moment. The patient was brought to the hospital and when a fingerstick was taken at the hospital, the blood glucose reading was 793 mg/dl. No cgm reading was reported from that moment. The patient was treated with intravenous fluids. The patient was discharged after 3 days. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid when the patient was vomiting. There was not a complete set of reported glucose values available to search within the parkes error grid calculator at the ER. No additional patient or event information is available.